Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced blurry vision at distance and near, vision was not clear. The clinical reason for explant was reported to be complications of iol. The iol was replaced with unspecified non-company lens eight months after initial procedure. There were no further consequences to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).